Event description:
The following has been reported: biomed reported: I have another defective pump for you to inspect. No patient harm reported and no report of infusion interruption. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped, which could result in an over/underinfusion. No adverse effects were reported. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. During evaluation, the air compressor was found to be non-functional and additional analysis indicated that the problem is due to a defective motor. After testing the compressor, it is a confirmed failure.